Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be identified. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant encountered resistance in the distal part of an angiographic catheter and would not advance any further. The device was withdrawn from the catheter. It was then noticed that the coil had detached approximately 15cm from the tip of the coil. No patient injury or intervention was reported.